Event description:
A dealer has reported a bed that had no functions that were working. It was identified that the t-cable and the crossover cable needed replacement. No injury reported.

Manufacturer narrative:
(B)(4) the owner's manual part number 1153410, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event, however, no further detail is known at this time. If additional information becomes available a supplemental report will be filed. The malfunction has not been confirmed.